Event description:
It was reported that the patient lost stimulation after the patient's dog yanked on his arm. The patient experienced less than 50% therapy relief at the left side implant and lead location. The whole system was explanted and replaced. It was indicated that the implant was being switched out due to normal battery depletion. Diagnostic testing or troubleshooting performed included impedance testing, x-rays, and reprogramming. The impedances were high (greater than 10,000 ohms) and it was specified that the impedances pre-operative were all greater than 10,000 ohms. The impedances were tested again once disconnected from the battery and they were also all greater than 1000 ohms both with and without the connections. The cause of the issue was not determined. However, the patient was implanted with two new leads and a battery. It was further indicated that the patient was "doing well" and was having a "good recovery."

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead. (B)(4).